Event description:
Event [preferred term] (related symptoms if any separated by commas) bms were reading 20 to 30 all day [hyperglycaemia], pen wasn't delivering insulin shots [device failure]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "bms were reading 20 to 30 all day(hyperglycemia)" with an unspecified onset date , "pen wasn't delivering insulin shots(device failure)" with an unspecified onset date and concerned a patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index were not reported. Dosage regimens: novopen echo plus: medical history was not provided. On an unknown date, pen wasn't delivering insulin shots and bms (blood glucose) readings were 20 to 30 (unit not reported) all day. Batch numbers: novopen echo plus: nvgdk55. Action taken to novopen echo plus was not reported. The outcome for the event "bms were reading 20 to 30 all day(hyperglycemia)" was unknown. The outcome for the event "pen wasn't delivering insulin shots (device failure)" was unknown. Reporter's causality (novopen echo plus) - bms were reading 20 to 30 all day(hyperglycemia) : unknown pen wasn't delivering insulin shots (device failure) : unknown . Company's causality (novopen echo plus) - bms were reading 20 to 30 all day(hyperglycemia) : possible pen wasn't delivering insulin shots(device failure) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.